Event description:
During my hysterectomy in (B)(6) 2008, I had an align urethral support system pelvic mesh product implanted to control stress urinary incontinence. In mid 2009, I began having pain, unexplained bleeding, and pain during sex with husband. We can no longer engage in sex at all. Dr after dr tried to convince me it was in my head or that it was just muscle spasms and even had me go for pelvic floor therapy. Therapy actually made my pain worse. I would be in bed, unable to move. In (B)(6) 2016, underwent partial removal for mesh that was protruding through my vaginal wall and causing horrific pain, numerous infections including utis, and odor. My hope was lost when less than 3 months later the pain was worse than before and now debilitating. In (B)(6) of the same year, I had an outpatient procedure called the pudendal nerve block. In recovery, I had a severe asthma attack that caused me to be admitted to the hosp and now classified as a high risk surgery pt. I've developed pots (posture orthostatic tachycardia syndrome), autoimmune deficiencies, irreversible nerve damage, loss of quality of life, unexplained bleeding, numerous infections, vaginal scarring, numbness, tingling, sharp stabbing pains, weak reflexes, pain when walking (now using a walker), standing, sitting for extended lengths of time, unable to drive many days, extended pulmonary problems, severe depression, suicide attempts, treated less than human at emergency rooms, with numerous hosp admittances. Currently I am in pain mgmt for what they call, "chronic pain" with several opioid prescriptions, including 25mg fentanyl patches. My body is now compromised from opioid induced bowel and gastrointestinal dysfunctions - diagnosed with narcotic gastroparesis and malnourished. Most days my meals consist of ensure clear which is not covered by health insurance. Out of pocket expenses, on one working income household is beyond stressful, it's become torturous. My husband and I are now forced to live struggling to pay for medications, specialty drs, ensure clear and other life surviving supplements, out of town dr expenses and more. Our children spend countless hours daily caring for me, researching hope; subsequently putting their lives on hold. While c. R. Bard has destroyed my family's lives, we are in the process of selling our home to hopefully save me with mesh removal surgery, restore our future, and hopefully not become homeless in the process. It's still hard to accept that my government is doing nothing to help me and others purposely wronged by these mesh mfrs and distributors. We lose everything while they get richer. Where is my "liberty and justice for all" or is that reserved for those fattening the pockets of stockholder? In (B)(6) 2017, my husband and I underwent a deposition where we were literally treated like criminals by the very company that stole my life from me. While other countries are taking a stand to support those harmed, government has failed us. If I don't get help soon, I may die because of the negligence of c. R. Bard. I suffer horrible unbearable pain, desperately wishing for death as to not feel it, opioids only masking the symptoms. Yet those responsible go on with their lives pretending I and many like me don't exist. At minimum, we deserve healthcare. Why must we fight in court to prove what is evident according to FDA reports, recalls, and factual medical records? I deserve to live free from pain. The stress of what mesh has caused and the horror of the last 10 yrs of my life grieves my heart. With tears flowing, I ask you to help me please, please help me. I deserve what every american dreams of...to see my children married and prospering, to grow old surrounded with grandchildren, living in our home full of love, legacy, and memories. I deserve the right to quality of life according to god's promise in jeremiah 29:11, not terms forced by mfrs who don't even have the guts to say "we are sorry."